Manufacturer narrative:
(B)(4). Eval summary: the instrument was received with the jaws yielded. Dried body fluids were found on the shrouds. The instrument was cycled, fired the remaining 9 clips ejected due to the condition of the jaws. Device locked out as intended. Jaw width measured out of the acceptable limits. No conclusion could be reached based on the analysis results as to what may have caused the reported incident.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy, the clip mechanism jammed. No pt consequences.